Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 14, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the product was received for evaluation. The complaint lens was received cut in pieces and with a damaged haptic (bent). No additional defects were observed. Based on the returned condition of the lens no further evaluation could be performed. The complaint issue " dc-haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded intraocular lens (iol) trailing haptic did not fold properly and was bent/broken in the process. The issue was noticed after insertion. The iol was fully inserted in the left eye and replaced in the same procedure with another johnson and johnson iol (same model and diopter). There were no medical or surgical interventions required and no patient injury. The patient has recovered. The outcome does not significantly interfere with activities of daily life.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.